Event description:
It was reported to philips that the system gave remote alerts indicating the image memory was full, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned coronary treatment which was completed as planned with a delay of less than 20 min by deleting the patient database and rebooting the system. A remote service engineer (rse) examined the system logs and identified that the host pc was not able to communicate with the frontal ippc. A philips field service engineer (fse) identified that there was no storage capacity. The fse reformatted ip-pc hard drive and deleted patients. After that, the system was returned in good working condition and was ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the occurrence of a malfunction that could have cause death or serious injury in case of recurrence. Since that time, new information has been received that has lead to a re-evaluation. The procedure could be continued as planned after a deletion of patient database and a restart. A device gave to storage space error that is restored with deletion of patient database and one warm or cold restart allowing for the continuation of the procedure is unlikely to result in a death or serious injury. Therefore, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned coronary treatment which was completed as planned with a delay of less than 20 min by deleting the patient database and rebooting the system. A remote service engineer (rse) examined the system logs and identified that the host pc was not able to communicate with the frontal ip-pc. A philips field service engineer (fse) identified that there was no storage capacity. The fse reformatted the ip-pc hard drive and deleted the patient's examinations. After that, the system was returned in good working condition and was ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the occurrence of a malfunction that could have cause death or serious injury in case of recurrence. Since that time, new information has been received that has led to a re-evaluation. The procedure could be continued as planned after a deletion of patient database and a restart. A device gave to storage space error that is restored with deletion of patient database and one warm or cold restart allowing for the continuation of the procedure is unlikely to result in a death or serious injury. Therefore, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.